Manufacturer narrative:
Additional information was received that the patient's ipg was depleted. It was reported that the patient has drained ipg due to the amount of energy he was using at the current settings.

Event description:
A report was received that the patient's ipg/battery was not working. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient's ipg/battery was not working. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient's ipg/battery was not working. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that no device malfunction was suspected. The explanted device was not returned to bsn.

Event description:
A report was received that the patient's ipg/battery was not working. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced.

Event description:
A report was received that the patient's ipg/battery was not working. The patient will undergo an ipg replacement procedure.